Event description:
Dislodgement please specify the atrial lead had stopped capturing and the p-waves dropped from 2.8mv to 0.4mv (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).